Event description:
It was reported that the device was explanted after an implant duration of at least 4 months, due to endocarditis. Information learned from implant patient registry and from the surgeon's response. It was reported that another device was explanted.

Manufacturer narrative:
It was reported that another device was explanted. Device not returned.